Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose has been rising from 341mg/dl to 449mg/dl, and as high as 993mg/dl. The customer believes the device is not functioning properly. The customer states they treated the high levels with ten units of insulin. The customer states that they have not been using the pump to bring their levels down. Troubleshoot was conducted. The customer was advised to contact their healthcare provider over their blood glucose levels not going down and to check their key tones.